Event description:
It was reported the pt lost weight resulting in the ipg protruding in the pocket. It was also reported the ipg site is tender. The pt will be consulting with the physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.